Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital with redness and pus noted near the pocket area as well as a fever from an infection. A tracheostomy was performed and the entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was in poor but stable condition.